Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 41 mg/dl at the time of the incident. The customer was declined troubleshooting for low blood glucose. Customer was alleging that insulin pump was over delivering. Customer stated that insulin pump was overdosing and insulin pump had issue with retainer ring. The customer stated that the they had issues with insulin pump and infusion set. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.